Event description:
The customer contact reported the device door roller was broken. The customer contact reported during cleaning of the device it was noted that the device door roller was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device door roller was missing, the roller pin was broken and the door did not close completely. Further testing found the device had unrestricted flow after the door was pushed closed then the door was opened. This was due to the missing door roller. The missing door roller prevented proper actuation of the regulator closer on the device mechanism causing unrestricted flow when the device door was opened. The device has been identified as part of a product recall. This report represents all the information know by the reporter upon query by hospira personnel.